Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition. The noise was not reproduced. The lead was reprogrammed. The patient was in stable condition.

Event description:
New information received notes that on (B)(6) 2024 the lead was explanted and replaced. The patient was in stable condition.